Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) warns: "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur-d system, and check for damage" and "advance and retract the azur-d system device slowly and smoothly. Remove the entire azur-d system if excessive friction is noted."

Event description:
It was reported that during the treatment of a distal splenic aneurysm, the coil got stuck at the tip of the microcatheter. When the coil was pushed harder, the pusher wire separated from the coil and the coil then detached in the microcatheter. An attempt was made to push the coil into the aneurysm with a guidewire; however, the coil remained in the microcatheter. Both segments of the coil were withdrawn together with the microcatheter, and removed in their entirety. There was no reported intervention or patient injury. The patient is reported to be stable.